Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was on (B)(6) 2014. Blood glucose at the time of admission was 20 mg/dl. The customer stated they were pregnant, causing them to have low blood glucose. It was also found the customer experienced nausea and was vomiting prior to being hospitalized. Customer was treated with juice and medication for their low blood glucose event. The customer also reported experiencing low blood glucose for two or three weeks prior to their hospitalization. The customer declined to troubleshoot for their insulin pump. Customer's blood glucose was 116 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.